Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge detection notification. Customer had elevated blood glucose (bg) levels (290 mg/dl). Customer delivered a bolus to address elevated bg levels. Reportedly, the customer was able to successfully load a new cartridge onto the pump.